Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was placed via the axillary graft site as care escalation from a prior impella cp to support the 65 year old male patient admitted in with plan for an aortic valvuloplasty, and presenting in scai stage d shock. Any other comorbidities were not shared. The patient was coagulopathic and was found to have thrombocytopenia. Due to the heparin induced thrombocytopenia the team utilized bivalirudin instead of heparin for anticoagulation and was given mass transfusion protocol. The site bleeding was managed by a jp drain. The physician knew bleeding was possible for this patient per comments to field representative. The pump was explanted after 4 days of support and patient was stable. Bleeding is a known risk associated with impella support as described in the instructions for use. The complainant has reported that they intend to return the device and that the thrombocytopenia was managed and resolved prior to explant.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was most likely patient condition due to coagulopathy per clinical details.

Manufacturer narrative:
D1 revised brand name since the initial report was submitted. The device was returned d9 was updated.